Event description:
After catheter placement they noticed a split (crack) where the two lumens join. They didn't inspect the catheter prior to insertion for splits. The catheter was removed and a new one placed. No patient injury.